Manufacturer narrative:
The manufacturing documentation of search-cyte plus 0.8%, ref. 213656, lot 643526006, exp. 2026-04-25, was reviewed and no deviations were found that could be associated with the reported event. All internal tests performed during the manufacturing process were within internal specifications. At release, the claimed cell 2 of search-cyte plus 0.8%, ref. 213656, lot 643526006, exp. 2026-04-25, gave a strong positive reaction for the e antigen when tested with dg gel 8 rh-pheno, ref. 210228, lot 25001.01, exp. 2027-06-30. Cell 2 of search-cyte plus 0.8%, ref. 213656, lot 643526006, exp. 2026-04-25, was prepared with donor (B)(6). The entry typing of the donor was reviewed and no deviations were found. Donor (B)(6) was independently typed by two laboratory technicians with two different lots of polyclonal anti-e and positive reactions were obtained. Five blood units from donor (B)(6) have been used in the manufacturing of ten finished products among five different manufacturing campaigns, including the claimed cell 2 of search-cyte plus 0.8%, ref. 213656, lot 643526006, exp. 2026-04-25. Besides the current complaint, no other similar complaint involving this donor has been registered to date by medion grifols diagnostics ag. There are multiple factors involved in the result of an agglutination reaction. The differences in reactivity observed most likely are explained by the characteristics of the plasma sample involved, in combination with red blood cells zygosity and the natural occurrence of fluctuations in the antigen density. The age of the red blood cells is an additional factor to consider. As with all red blood cells, the reactivity of the product may decrease during the shelf-life, as indicated in the section "storage and stability" from the IFU of search-cyte plus 0.8% (ref. 213656). The rate at which antigen reactivity is lost is partially dependent upon individual donor characteristics that are neither controlled nor predictable. Additionally, it shall be noted that no additional testing using enhancers was carried out, nor with alternative reagents. In addition, the limitations of the procedure from the IFU of dg gel 8 anti-igg card (ref. 210394) states that investigative techniques may be conducted: "no single method is able to detect all unexpected antibodies. The optimum reaction conditions (e.g., sample volume, incubation time) may vary for different antibody specificities. For screening and identification of unexpected antibodies, crossmatch and autocontrol tests, increasing the volume of serum or plasma from 25 ul to 50 ul as well as extending the incubation time from 15 to 30 minutes is acceptable. This variation in the concentration of antibodies brings the antigen/antibody ratio down and may improve the detection of antibodies at very low concentrations." Based on all the elements from the investigation and considering the reactivity patterns, the most probable root cause of the reported negative reaction with cell 2 (donor (B)(6)) of search-cyte plus 0.8%, ref. 213656, lot 643526006, exp. 2026-04-25, is sample related, pointing to a low-titer anti-e in the patient plasma with e specificity that is at the detection limit of the grifols system. It shall be noted that negative reactions were also obtained with e+ identification panel rrbcs (homozygous and heterozygous) and only one to two out of the four homozygous e+ identification panel rrbcs reacted among the tested patient samples, with "?" To "1+" weak positive reactions, which further supports the hypothesis of a low-titer anti-e antibody in the patient sample rather than an abnormal expression of the e antigen of cell 2 (donor (B)(6)) from search-cyte plus 0.8%, ref. 213656, lot 643526006, exp. 2026-04-25, for which no other missed antibody was reported among the ten different finished products that have been historically manufactured with this donor. Regarding the positive reactions obtained with the three patient samples, when tested about a month later with the next antibody screening panel search-cyte plus 0.8%, ref. 213656, lot 643526008, exp. 2026-05-23, the difference in reactivity observed compared to the negative reactions obtained with the claimed screening product, may be explained by the age of the samples. Indeed, aged edta samples undergo rbc and plasma degradation, as prolonged storage causes membrane damage, hemolysis, as well as altered rbc surface properties (of note, a reddish coloration which corresponds to the presence of hemolysis, can be observed in the images on the traceability reports provided). These effects can increase non-specific igg adsorption and promote abnormal agglutination behavior. Regarding the plasma, delayed sample processing alters proteins and immune components, which may generate denatured proteins and immune complexes, which are known to cause weak, non-specific reactions in antiglobulin testing. For these reasons, fresh samples should be used as indicated in the section "specimen collection and preparation" from the IFU of search-cyte plus 0.8% (ref. 213656): "no special preparation of the patient is required prior to specimen collection. Serum from freshly clotted blood is preferred. The samples should be tested as soon as possible. Frozen samples stored up to 5 years at -20 ºc or colder may be used after thawing. If the recipient has been pregnant or transfused within the previous three months samples stored at 2-8 ºc should be used within 72 hours after collection. Plasma samples may be used; however, use of plasma may result in failure to detect complement dependent antibodies due to its low complement activity." No single method is able to detect all irregular antibodies. Medion grifols diagnostics ag has no indication of malfunction of product search-cyte plus 0.8%, ref. 213656, lot 643526006, exp. 2026-04-25. Consequently, this case is non-confirmed.

Event description:
A customer reported unexpected negative (anti-e) antibody screening results for one patient, obtained with cell 2 (e+e-, donor m7911hm) of search-cyte plus 0.8%, ref. 213656, lot 643526006, exp. 2026-04-25. Three samples are involved and originate from a 35-year-old female patient with a previous transfusion (two a positive red blood cells (rbc) units) in 2025 and a historical anti-e that was identified on (B)(6) 2025: sample "1007419107" collected on (B)(6) 2026 (edta) - sample 1, sample "1007485661" collected on (B)(6) 2026 (edta) - sample 2, sample "1007485662" collected on (B)(6) 2026 (edta) - sample 3. Based on the information and documentation provided: (B)(6) 2026: sample (B)(6) (sample 1) was collected and tested on erytra eflexis efl1672 (sn (B)(6)) at 01h25 for antibody screening using search-cyte plus 0.8%, ref. 213656, lot 643526006, exp. 2026-04-25, on dg gel 8 anti-igg card, ref. 210394, lot 25617.1, exp. 2026-07-31, and both screening cells were interpreted as negative, including the cell 2 (e+e) - no reactivity for the homozygous e+ cell. At 04h51, crossmatch testing on the same sample 1 was performed on the same instrument against two blood units (donors ids (B)(6)) using dg gel 8 anti-igg card, ref. 210394, lot 25617.1, exp. 2026-07-31, and negative (compatible) results were obtained. The patient was then transfused with these two o negative rbc units on (B)(6) 2026 (one of the units was confirmed to be e negative). On (B)(6) 2026: both samples, sample (B)(6) (sample 2) and (B)(6) (sample 3), were collected. Sample 3 was tested for antibody screening on efl1672 at 21h32 using a new kit of search-cyte plus 0.8%, ref. 213656, lot 643526006, exp. 2026-04-25, on dg gel 8 anti-igg card, ref. 210394, lot 25617.1, exp. 2026-07-31, and both screening cells were interpreted as negative, including the cell 2 (e+e), similarly observed with sample 1 - no reactivity for the homozygous e+ cell. Antibody screening on sample 2 using the same reagents was tested at 21h57 on the efl1672 and negative results were obtained for both cells, consistently with the two previous antibody screening tests - no reactivity for the homozygous e+ cell. (B)(6) 2026: at 13h49, the sample 1 was processed on efl1672 for antibody identification using data-cyte plus 2 0.8%, ref. 213641, lot 617026006, exp. 2026-04-25, on dg gel 8 anti-igg card, ref. 210394, lot 25617.1, exp. 2026-07-31: cell 1 (e-) was interpreted as negative, cell 2 (e-) was interpreted as negative, cell 3 (e-) was interpreted as negative, cell 4 (e+e+) was interpreted as negative - no reactivity for the heterozygous e+ cell, showing dosage, cell 5 (e-) was interpreted as negative, cell 6 (e-) was interpreted as negative, cell 7 (e-) was interpreted as negative, cell 8 (e-) was interpreted as negative, cell 9 (e+e-) was interpreted as "?" And modified to "w+", cell 10 (e+e-) was interpreted as negative but modified to "w+" (scattered cells could be observed among the gel column) cell 11 (e-) was interpreted as negative autocontrol was interpreted as negative sample 3 was processed in parallel on efl1672 for antibody identification with the same reagents, producing similar results: cell 1 (e-) was interpreted as negative, cell 2 (e-) was interpreted as negative, cell 3 (e-) was interpreted as negative, cell 4 (e+e+) was interpreted as negative - no reactivity for the heterozygous e+ cell, showing dosage, cell 5 (e-) was interpreted as negative, cell 6 (e-) was interpreted as negative, cell 7 (e-) was interpreted as negative, cell 8 (e-) was interpreted as negative, cell 9 (e+e-) was interpreted as "1+", cell 10 (e+e-) was interpreted as "?" But modified to w+, cell 11 (e-) was interpreted as negative, autocontrol was interpreted as negative. (B)(6) 2026: sample 3 was tested for an additional antibody identification on efl1672, using data-cyte plus 0.8%, ref. 213654, lot 610026007, exp. 2026-05-09, on dg gel 8 anti-igg card, ref. 210394, lot 25617.1, exp. 2026-07-31, and all panel cells were interpreted as negative, with no reactivity observed neither for the heterozygous e+ cell 4 nor the homozygous cell 10 and cell 11. The three samples were tested for antibody screening in tube method using alternative reagents and peg enhancer. For each sample, the cell 2 (e+e-) tested "2+" in ahg phase, while the two other e- cells were negative as expected. (B)(6) 2026: a new lot of search-cyte plus 0.8%, ref. 213656, lot 643526008, exp. 2026-05-23, was used for additional antibody screening test on all three samples, which were processed on dg gel 8 anti-igg card, ref. 210394, lot 25617.1, exp. 2026-07-31, between 12h49 and 14h11 on efl1672. All three samples produced similar results: cell 1 (e-) was negative, while cell 2 (e+e-) was interpreted as "1+" by the instrument. Of note, the three samples were aged for about a month at the time of the testing. The reaction chambers appeared reddish, indicating hemolysis in the sample. No additional testing was carried out as per information and documentation provided. As per l2 investigation, analysis of the instrument logs showed that there were no errors or warnings during the time of samples processing. Incubation times and volumes dispenses were acceptable. Raw images were not available, so that gel card integrity issues could not have been ruled out as a cause of the unexpected reactivities. The qc testing performed on the days of sample processing was acceptable and no other samples gave unexpected negative reactions. Sample-related issues could not be ruled out since all three samples from the patient produced similar results. Some homozygous e+ cells did not react, and none of the heterozygous e+ cells reacted in any of the grifols reagent red blood cells (rrbcs) tested, which suggest that the sample is at the level of detection of the grifols system.